Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nurse was unable to issue medication. The technical support specialist reached out to tier 2 and verified that the allowed quantity in the patient order was set to 0.1. The new medication order had already been corrected, but the old order needed to be canceled before the new order could be used. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the system was unable to issue medication and displayed an error stating it could not issue more than the quantity available, despite a cycle count confirming availability. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.